Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Approximately on (B)(6) 2025, the dexcom wearable failed. Since the patient was not wearing a wearable, she wasn't able to monitor her blood glucose. It was reported that the patient did not insert a new wearable after it failed until the next day. On (B)(6) 2025, she felt sick, dizzy and was throwing up, so she went to the emergency room. The patient arrived at the ER around 10:00 am. The patient did not check their bg value prior to going to the ER. Upon arrival to the ER, her bg was checked, and it was around 650 mg/dl. The patient stated that she did not check her dexcom at that time. They administered 3 types of IV fluids: magnesium, regular saline and antibiotics (she can only recall flagyl and vantin). She was admitted for 5 days and was discharged approximately on (B)(6) 2025. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/sensor error/brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen on (B)(6) 2025. Approximately on (B)(6) 2025, the dexcom wearable failed. Since the patient was not wearing a wearable, she wasn't able to monitor her blood glucose. It was reported that the patient did not insert a new wearable after it failed. On (B)(6) 2025, she felt sick, dizzy and throwing up so she went to the emergency room at arrived around 10:00 am. She did not check her bg manually before going to the emergency room. Her bg was at around 650 mg/dl when they checked her manual bg, while the pt stated that he did not check his dexcom at that time (which would indicate that at that point the patient was indeed wearing an active sensor). They administered 3 types of IV but she can only remember magnesium as one of those and she can't recall the other 2. They also gave her antibiotics and she can only recall flagyl and vantin. She was admitted for 5 days and was discharged approximately on (B)(6) 2025. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.